Manufacturer narrative:
The device history records were reviewed with no non-conformities identified. The device was not returned for evaluation - investigation inconclusive. Requests are being made for additional information and a supplemental report will be provided if this information is received.

Manufacturer narrative:
The patient underwent successful revision of the proximal tibia. The implant has been in-situ for 11 years. The exact cause of the event could not be determined because insufficient information was provided, however aseptic loosening can be a well known mode of failure for orthopaedic implants, which may occur as an early or a late complication. Further information, such as product return, operative reports as well as patient history and follow-up noted are needed to complete the investigation for determining a root cause. There were no reported complications resulting from the revision surgery. This complaint is being closed, and is being tracked and trended. Two requests for further information were made in relation to this incident, however it was concluded that the requested information is not available to stanmore given the age of the complaint and the re-location of the surgeon. Expiration date corrected to 02/23/2003. Device manufacture date corrected to 08/23/2002. Note: this device is not marketed in the us therefore is not MDR reportable. An initial MDR was submitted therefore a supplemental is now being submitted on conclusion of the investigation.

Event description:
The surgeon reported loosening of the femoral component. This is a supplemental report to this is a supplemental report to 3004105610-2014-00095 ((B)(4)).

Event description:
The surgeon has reported loosening of the femoral component of a custom total knee replacement implant. The device was originally implanted in 2002.